Manufacturer narrative:
Final investigation: root-cause analysis completed. The rope was tested internally and its quality is not in question. The defect was clearly caused by incorrect installation of the rope. The service technician was improperly trained on this affected configuration. Corrective action: a new rope was installed, the device was tested successfully and can be used as before the event. The service technician was re-trained. In addition, the service manual of the device was updated, standardized and illustrated with pictures/warnings. Preventive action: the service technician was retrained, and he carried out another rope replacement under review. Hocoma constructively changed the metal bar over which the rope was mistakenly guided, so that a wrong rope insertion can be further avoided for newly produced devices. This is a final report. All of the above identified corrective and preventive actions have already been implemented.

Manufacturer narrative:
The broken rope was sent back to the manufacturer for examination. Result of the examination was that the defect was caused by wrong insertion of the rope after replacement. The device had been moved by hocoma service technician one week before this event. The rope has been installed across a metal bar instead of being pulled through a feedthrough underneath this bar. As a result of this increased friction, the rope broke soon after taking the device into service again.

Event description:
At the end of the training session, the patient is lifted to be taken out of the device. Body weight support rope breaks while lifting patient up. Patient (m, (B)(6) yr, (B)(6) kg) drops slightly. Is caught by clinician and pushed up. Two other clinicians came to help. Patient suffered no injury.